Event description:
It was reported that the patient experienced hypoglycemia after a missed meal announcement while using the ilet, with family concerned about potential overcorrection; device data reportedly showed no insulin delivery for approximately three hours during the decline and suspension of delivery as glucose fell. Symptoms included low blood glucose requiring treatment with oral carbohydrates and assistance to stand, without loss of consciousness or need for medical intervention. Outcomes included a transient low with glucose reported as low as 41 and duration outside target of about 30 minutes, resolved with home treatment and monitoring. Investigation included review of device data indicating no insulin delivery during the low and appropriate suspension of insulin as glucose decreased. Investigation of this case revealed no device malfunction and behavior consistent with designed automated insulin reduction during falling glucose. It was concluded, based on previously established findings for similar reports, that the cause was a missed meal announcement leading to hypoglycemia managed with carbohydrate intake.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.